Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking and there was apparent explant damage.

Event description:
It was reported that the patient presented to the electrophysiology lab in atrial fibrillation. The atrial lead was found to have become dislodged and it was removed and replaced. It was further reported that the left ventricular lead was stimulating the patient's diaphragm. The lead was removed and replaced, and it was noted that the existing left ventricular lead venous branch was occluded. No patient complications have been reported as a result of this event.